Event description:
My boyfriend and I used it, upon putting on it was burning. When he put some on it also burned and we had to stop. It was like rubbing a hot pepper on ourselves. Pt: 2146. Device: 2682. Ref: mw5187427.